Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. The pump was received with a cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the reservoir ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.